Event description:
New information received notes that the lead exhibited loss of capture.

Event description:
It was reported that the patient presented to the emergency department with chest pain. Imaging revealed that the right ventricular lead had perforated the cardiac tissue. The lead was explanted and successfully replaced. The patient was stable following procedure.